Manufacturer narrative:
Analysis of the lead holder found a thread anomaly. The threads on the screw do not extend close enough to the handle so it cannot turn in as deep as normal. This allows a gap of 0.049" which is not small enough to hold tight to a lead. The lead body is normally 0.050" in diameter.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturer representative reported that the white lead holder used to mark the implantation depth of the lead was faulty. After the hcp implanted the lead an x-ray was done. The x-ray showed the lead was deeper than the hcp wanted. When the lead was removed, the white holder was loose and the lead had slipped. The holder did not tighten normally when the hcp tried to tighten it. The cause of the event was not determined. The hcp was able to retighten the holder and implant the lead to the correct depth. No surgical intervention was taken or planned and the patient was alive with no injury. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.